Manufacturer narrative:
Additional information was received that the patient underwent a replacement of the leads due to pain and migration. The patient is reportedly well following the procedure. Explanted leads will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components: model #: sc-2138-50 serial #: (B)(4)description: scs 50cm iii lead.

Event description:
A report was received that the patient was not feeling stimulation and only felt a painful pressure in the upper back region. The patient was reprogrammed but it was unsuccessful. A fluoroscopy was performed and discovered the leads had migrated. The patient will now undergo a lead revision.

Event description:
A report was received that the patient was not feeling stimulation and only felt a painful pressure in the upper back region. The patient was reprogrammed but it was unsuccessful. A fluoroscopy was performed and discovered the leads had migrated. The patient will now undergo a lead revision.